Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the stylet returned inserted in the lead. The helix was retracted and blood/ body fluid noted in the helix housing and in the neck region. Blood/body fluid noted in the lead lumen. Cut noted in the insulation. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement. The lead tip and helix have no sign of damage or defect that would lead to dislodgement. The lead passed electrical testing.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was confirmed via x-ray and echocardiogram. The patient was in distress. The cause was not determined. The physician could not rule out that the patient's distress was caused by a product performance issue in the lead. The ra lead was explanted and a new lead was placed, even though the numbers hadn't changed since implant. No additional adverse patient effects were reported.